Event description:
This second MDR is being submitted for second suspect product, also a device made by mcghan medical. Initially, reporter indicated there was no complaint against second product. Hypersensitivity injection sites. Physician treated with medrol dose pack (po), zantac (po), zyrtec (po), and kenalog (il) both before and after injection sites of second suspect product had begun to react.